Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the one touch ultra2 meter has an issue with the sample not drawn in. Thus complainant is classified according to the documentation of the customer care advocate, as the patient was not inclined to provide any more information during the callback. The patient manages her diabetes with diabetes oral medication, diet, and exercise. The "sample not drawn in" issue began the same day at 3pm. At 3:15pm, the patient reportedly developed symptoms described as "dizzy, shaky, and weak" while taking more food/drink. The patient did not receive any medical intervention. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms such as blood glucose readings, diabetes medication intake, and physical activities. During troubleshooting, the customer care advocate verified that the correct technique was used; however, the product issue was not resolved. This complaint is being reported because, the patient claimed she had symptoms that can be associated with hypoglycemia 15 minutes after the product issue began. Replacement products were sent to the patient.